Manufacturer narrative:
A ge representative evaluated the system and replaced the emergency stop switch. System operates as intended.

Event description:
Customer reported the fast stop switch on the remote user interface panel is broken. No patient injury was reported.